Event description:
It was reported a device related thrombus occurred. It was reported via (B)(6) that a patient had thrombus on the watchman device at the 1 year follow up appointment. The patient was on aspirin and plavix.